Manufacturer narrative:
This report contains supplemental information for mentor asr/psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. According to the information received, it was reported a deflation in a breast implant. The implant was sent for analysis under tracking number (B)(4), however it was lost before the analysis could be performed. Upon visual inspection of the pictures, it was observed to be intact. However, no conclusion could be reached as to the origin of the rupture as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. This issue is being addressed through an internal corrective action. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr/psr reference number (B)(4). It was reported that a (B)(6) year old hispanic female patient underwent primary breast augmentation with a 300cc mentor smooth round moderate plus profile and was presented with breast implant deflation on her left side postoperatively. As a result, the patient underwent bilateral explantation and replacement with non-mentor product on (B)(6) 2017.

Manufacturer narrative:
On (B)(6) 2019, investigation was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Result, method, and conclusion codes have been updated under section h as per investigation completion. Manufacturer¿s reference number: (B)(4).